Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, unspecified paravalvular leak (pvl) was reported, therefore a post balloon aortic valvuloplasty (bav) was performed. The post bav was performed using a 25 mm non-medtronic (cristal) semi-complaint balloon. Two inflations were performed. There was no information on the duration of the first inflation, however the second inflation was performed for 5 seconds. The post dilation caused an annular rupture. One "plug" was placed to treat the rupture. Seven days later, a second "plug" was placed. Severe paravalvular leak (pvl) was reported. A late complication of anemia was reported. Four units of blood were transfused. Acute renal failure was also reported. Hemodialysis was performed. 12 days following the valve implant procedure, the patient died. The cause of death was reported as cardiogenic shock due to bi-ventricular dysfunction. The annular rupture ultimately resulted in the cardiogenic shock.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve remained implanted, so no product analysis could be performed. Cardiovascular injuries such as rupture are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was reported that the cause of the annulus tear was the post-bav. Cardiac tamponade is a known effect that can occur after cardiac procedures due to procedural complications. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the cardiac tamponade and severe pvl are likely due to the annular rupture. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this event, the cause of death was reported as cardiogenic shock due to bi-ventricular dysfunction. It was reported that the annular rupture ultimately resulted in the cardiogenic shock. Review of the device history record (DHR) for this valve was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.